Event description:
It was reported that a malfunction alarm occurred. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer was not performing the proper air removal techniques and was reusing insulin in the cartridges. Customer loaded a new cartridge and resumed insulin therapy. Customer¿s blood glucose level was 301 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery.